Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case at the lcd window corners and cracked battery tube threads. The pump was received with a scratched lcd window and a broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer got a button error alarm on the insulin pump. The button was not pressed for 3 minutes or longer. The customer was unable to clear the alarm with the esc and act buttons. The pump will need to be returned and replaced.